Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp) failed all manifold test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter is (B)(6). Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: e1 (initial reporter), e4. The getinge field service engineer (fse) that encountered the issue replaced the pneumatic interface module, the unit passed all functional and safety tests then returned unit back to customer.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed the all manifold test/pim. There was no patient involvement reported.